Event description:
It was reported that the patient had passed away. Additional information was received. It was reported that no inaccuracy was observed following registration. It was noted that the facility was uncertain if accuracy was checked following registration. It was noted that the pedicle hole prep and screw navigation was performed with a straight tactile awl with a medtronic instrument tracker. Additionally, the reference fame was placed on a thoracic clamp. It was reported that remaining screws were placed with navigation. Additional information was received stating that the trajectory images were similar, which led to minor confusion that did not affect screw placement. It was suspect that the bleeding occurred after drilling and tapping occurred prior to insertion of the last iliac screw.

Manufacturer narrative:
Event is related to mdr1: 723170-2020-01866: as the MDR involves the medtronic navigation system from the procedure. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The system was serviced in the field. The navigation tracker verification was done for the left and right side at both 20 and 40 cm. The system passed all testing and was performing as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used during a sacroiliac and thoracolumbar procedure. It was reported that the right iliac screw, which was the first navigated screw, was placed inaccurately. The screw was placed with unknown magnitude of inaccuracy. The patient suffered from bleeding from the misplaced screw. The surgeon aborted navigation and imaging. There was a procedure delay of less than one hour.